Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported peripheral thromboembolism and pain could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow hazard alarm; however, a specific cause for the alarm could not be conclusively determined through this evaluation. The system controller event log file contained events from 18mar2026 through 19mar2026. One low flow hazard alarm was captured on (B)(6) 2026 when the estimated flow decreased below the adjusted low flow alarm threshold. No other notable events or alarms were captured, and the pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including thromboembolism, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Following software upgrades, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. If the flow remains below 2.0 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to clinic with concerns of calf pain and presumed deep vein thrombosis (dvt). The patient was taken to the emergency department for evaluation. The log files were submitted for review without concern for pump function. The log files contained 9 low flow estimates and only 1 sustained long enough to trigger a low flow hazard event when the calculated pulsatility index (pi) was elevated. The log files indicated that the patient had not connected to the power module/mobile power unit (mpu) power from (B)(6) 2026. The mechanical circulatory support (mcs) equipment operated as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.